Event description:
It was reported the patient underwent a right hip revision 8 days post-implantation due to decoupling. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4) d10: unknown cup, #unknown, #lot unknown. Therapy date: (B)(6) 2025. G2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Follow up report (B)(4). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed. Radiographs were provided and reviewed by a radiologist. A right hip arthroplasty is present. The review identified that the acetabular cup and constraining ring are dislocated superolaterally from the native acetabulum. The femoral head implant remains seated within the cup. There appears to be asymmetry of the constraining ring-cup alignment suggesting partial constraining ring disassociation. There is no fracture. The entire femoral stem is not included on the image. Therefore, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.